Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 84 days. The pump remained in use supporting the patient at the time of the event. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. Although a specific date of onset is unknown, it was recently reported that the patient experienced a chronic driveline infection. It was reported that an infectious disease services consultation occurred on (B)(6) 2013 due to driveline drainage, tenderness and an elevated white blood cell count. The patient was ultimately placed on oral antibiotic suppression for life.